Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode had a complete fracture at the metal ring root of the electrode tip. The issue was found during a therapeutic transurethral resection (using disposable hf ring resection electrode) and was completed using a similar device. There were no reports of patient harm.